Manufacturer narrative:
It was reported that the patient's ipg was not connecting after a shoulder surgery 6 months ago. The rep attempted to connect to the patients ipg but received the message "generator is not paired with this ipad." The patient¿s ipg was explanted and replaced. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Section b3: event date is estimated.

Event description:
It was reported that following an unrelated shoulder surgery the patient's ipg was not communicating with external devices. The patient's programmer was displaying the message "cannot connect to generator, the generator is not responding". It was noted that the patient's ipg was in surgery mode during the mentioned shoulder surgery. Troubleshooting was undertaken with an abbott representative but was unsuccessful. Surgical intervention was undertaken on (B)(6) 2023 wherein the patient's ipg was explanted, replaced, and therapy was restored.